Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No scrolling numbers on their own anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers on the screen started scrolling when trying to program a bolus and the insulin pump alarmed button error. Blood glucose value was 50 mg/dl; treated with food. No significant events leading to the alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.